Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The customer reported that she changed her reservoir 4 days ago. She placed the activity guard over the reservoir compartment. When attempting to remove the activity guard, the reservoir compartment lip ring started to come off but it did not break. She super glued it back together. This morning she attempted to remove her reservoir when the entire lip ring came off. The customer reported that the reservoir still locks into compartment. The insulin pump will be returned for analysis.